Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper patient handling by the user. Patients must always be secured and monitored during examinations, as stated in the instructions for use (IFU print no. C2-058-g.621.01.02.02, chapter 2.3, p. 32): ¿always fix the patient with accessories, as described in the instructions for use, to avoid unintentional patient movement. For example, use restraint straps and arm supports. Monitor the patient continuously as long as the tabletop and gantry are moving.¿ a safety assessment has been performed. No system malfunction was identified, and the system operates as specified.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. According to the report, an obese patient ¿crawled¿ through the gantry while it was rotating, causing the plexiglass ring to be pushed into the gantry and break. There is no report of impact to the state of health of any patient or user involved.